Event description:
It was reported that the rn was trying to begin therapy, but the arctic sun device was alerting patient line open and low flow. It has also alerted empty pads not complete. They have already rebooted the device. Sn# (B)(6). After rebooting therapy, flow rate (fr) was 2.5l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 100 percentage, system hours were 9525, pump hours were 8422. Explained device seems to be functioning as it should now. Suggested sending device to biomed once therapy was complete to check on the pump as the low flow and failure to empty pads could be indications the pump was going out. Suggested to call back with any alerts/alarms. Per follow up information received via phone on 19may2025, spoke with nurse who confirmed patient completed therapy. They did not send the device for evaluation because another patient needed the device. They believe it was still in service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It has also alerted empty pads not complete. They have already rebooted the device. After rebooting therapy, flow rate (fr) was 2.5l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 100 percentage, system hours were 9525, pump hours were 8422. Explained device seems to be functioning as it should now. Suggested sending device to biomed once therapy was complete to check on the pump as the low flow and failure to empty pads could be indications the pump was going out. Suggested to call back with any alerts/alarms. Per follow up information nurse confirmed patient completed therapy. They did not send the device for evaluation because another patient needed the device. They believe it was still in service. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn was trying to begin therapy, but the arctic sun device was alerting patient line open and low flow. It has also alerted empty pads not complete. They have already rebooted the device. Sn # (B)(6). After rebooting therapy, flow rate (fr) was 2.5l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 100 percentage, system hours were 9525, pump hours were 8422. Explained device seems to be functioning as it should now. Suggested sending device to biomed once therapy was complete to check on the pump as the low flow and failure to empty pads could be indications the pump was going out. Suggested to call back with any alerts/alarms.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.